Event description:
It was reported that the pump trial was unsuccessful because the physician was not able to insert the catheter into the spinal canal to complete the trial. It was reported that her spinal canal is too narrow and that she has many spine issues such as stenosis, scoliosis, ddd, and scar tissue. The trial was unsuccessful. The pt is looking for another physician to help her with a pump trial.

Manufacturer narrative:
(B)(4).